Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing were observed on the device. The device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable and will continue to be monitored.